Event description:
Medtronic received info that this bioprosthetic aortic valve was removed due to regurgitation, stenosis (peak 94 mmhg, mean 48 mmhg) noted by echo. Upon explant, the valve appeared to be normal and had been implanted intra-annularly. Valve eoa: 85 cm sq; b.s.a.: 2.2 m sq. The surgeon expressed no dissatisfaction with the performance of the product, and the device was changed out with no reported adverse pt effect.

Manufacturer narrative:
Evaluation codes: method- device history reviewed. Results - device history review found the product met specifications when released for distribution. Analysis: all leaflets are slightly stiff but flexible, glistening off white pannus extends over the tissue and base stitching into the inferior captive areas and 1 to 2mm onto all cusps reducing the inflow orifice area. Radiography shows no evidence of mineralization on the valve and host tissue. Conclusion: the gross analysis indicates that the stenosis was due to pannus overgrowth, a condition attributed to the pt.